Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported that the circuit kinked and the material cracked after three days in use. No patient injury reported.

Event description:
Please refer to initial MFR. Report #9611500-2018-00021.

Manufacturer narrative:
A number of different inspection and test steps was performed in close cooperation with the supplier. The appearance of the cracks was checked with each item to determine potential similarities or differences. A test device was built to examine how the tubing behaves when it is stressed with an oscillating force. Overall investigation results are as follows: the problem cannot be assigned to a single root cause; a variety of factors may lead to the occurred cracks. Among the adjacent complaints are several cases that can be considered use errors - individual hose sets were used longer than intended. Rough handling can be considered a factor as well. And since there were varying results obtained over the different lots during the strength tests, a variation of the tape wall thickness cannot be fully excluded as a factor as well.